Event description:
Boston scientific received information that the right atrial lead displayed pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead was explanted and replaced. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Furthermore a deformation of the fixation helix was found. Blood penetrated the lead. As the root cause of the observed damages, tensile forces during the explantation procedure should be taken into consideration. Due to the damages at the distal part of the lead the mechanical of the lead was not properly feasible. With regard to the pacing impedance measurements greater than 2000 ohms as mentioned in the complaint description, the values of the parameters measured during the electrical analysis did not demonstrate any deviations from the technical specifications. In summary, the lead¿s distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.